Event description:
It was reported that the patient was having flows of 0.0 lpm early in the morning. The bedside nurse changed the patient's system controller to the backup. The patient was stable with no change in status. Log files contained multiple strings of low speed advisories and backup battery not installed alarms on (B)(6) 2024 from 10:20 through 10:59 am where the pump set speed (4800 rpm) was momentarily set lower than the low speed limit (5000 rpm). Log files also revealed multiple strings of low flows on (B)(6) 2023 at 04:35.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (s/n: (B)(6)) was evaluated following the reported events of low flow alarms and a controller exchange. A review of the event log file contained data spanning approximately 2 days ((B)(6) 2024 per timestamp). The beginning of the log file captured estimated pump flow ranging from 3.5 lpm (liters per minute) to 4.3 lpm. On (B)(6) 2024 a decrease in estimated pump flow to 0.0 lpm was captured at 04:35:07, activating low flow alarms. The alarms did not resolve before the driveline was disconnected at 4:45:12, consistent with the reported controller exchange. The pump appeared to have been operating at the intended speed while the driveline was connected to the system controller. The heartmate 3 system controller was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The reported event was unable to be correlated to an issue with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power, power cable disconnect, and low flow alarms, and the actions to take if the alarm cannot be resolved. The clinicians' steps to resolve low flow alarms: 1. Check if the fixed speed setting is below 4000 rpm and the system controller¿s backup battery is not installed. Under these conditions, the pump can only be started from the system monitor¿s clinical or settings screen by pressing the pump start button. Otherwise, press any button on the system controller to attempt pump start. 2. Switch to backup system controller and attempt to restart pump. 3. Clinically evaluate patient. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use (rev. C) section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.